Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause was not reported. The patient was admitted to the hospital and was treated with an unspecified antibiotic (dosage and route of administration). Pd therapy was ongoing. At the time of this report, the patient was still hospitalized and the outcome was not reported. No additional information was available.